Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. There was a slight overlap noted between the distal tip of the capsule and head of the plunger when fully advanced. A slight kink noted at the distal end of the capsule, proximal to the radiopaque marker band, appeared to be associated to frame misalignment during loading. Deformation was noted on the tip of the capsule. Indentations or gouges along the distal tip of the capsule appear to be associated with frame misalignment during loading. A gouge was observed on proximal end of the capsule. The damage to the distal edge of the capsule likely occurred during loading and stretching of the device. The gouge noted on the capsule may have occurred during retrieval of the device as it was being pulled back through the introducer sheath. It is not likely that the damage was related to the deployment difficulty or clicking. The microknob and cursor were able to advance and retract the capsule with no difficulty. Based on the reported information and analysis of the returned device, a conclusive cause for the inability to deploy remains undetermined.

Manufacturer narrative:
It was reported the device would be returned for analysis. A supplemental report will be filed if additional information is received or when analysis/investigation is completed. (B)(4).

Manufacturer narrative:
Investigation summary: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. It was reported the user followed the trained procedure without success in retracting the capsule. From the available information, a conclusive cause for the inability to deploy cannot be determined. (B)(6).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when turning the micro knob of this delivery catheter system (dcs) there was clicking and the capsule would not retract. The macro knob was pulled up, as per the trained procedure; however, this did not open the capsule. The catheter with the valve were removed from the patient, and the same valve was loaded onto another dcs and successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.